Event description:
During surgery, it was found that the xia universal tightener could not hold the blocker. Another xia universal tightener was available and it was managed to use, however, it could not hold the blocker securely although it was better than the first tightener. After the surgery, the sales rep checked both tightener and found that they both could not hold a blocker.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.